Event description:
Customer reported printer image quality is poor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the printer. System operates as intended. This MDR is related to ge healthcare complaint number.